Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer called the paramedics due to low blood glucose level 2 to 3 years ago. Customer was not sure if glucagon was given. Customer's blood glucose was unknown. Customer does not want a follow up.